Manufacturer narrative:
(B)(4). Explanted: (B)(6) 2017. Product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was having the lead explanted and it was scarred in. The rep reported that the physician will explant the ins, but leave part of the lead in. The healthcare provider (hcp) was deciding to cut the paddle lead. The potential of the cut lead, diagnostic procedures, and materials left in the patient's body were reviewed. The rep was sent an email to clarify more information on the explant. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-07-06. The rep reported that the explant was elective. The rep reported that they became aware of the issue at the date of explant. The rep reported that no date was given when the patient noticed the device issue. The rep reported that there were no adverse effects of stimulation. The rep reported that the paddle lead was fully explanted from the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that they were not sure if the de vice would be returned as it was kept by the hospital.